Event description:
Implants were placed using a surgical template. The deviations in angulations and height were beyond what can be expected by the tolerances of the system. As a result, 2 implants will need to come out and be replaced in an additional surgery.

Manufacturer narrative:
The exam method involves a post-op CT scan which allowed us to compare the theoretical surgical outcome with the actual outcome.